Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an unrecoverable loss of antenna was confirmed. The root cause was determined to be a defective transmitter. Additionally, the receiver (part number stk-gl-001/serial number (B)(4)/lot number 5188750), being used with the transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their transmitter had unrecoverable loss of antenna passed the threshold. There was no report of injury or medical intervention. No additional event or patient information is available.